Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer stated that the numbers were scrolling without input. Customer's blood glucose reading at the time of the call was 102 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No scrolling numbers noted during testing. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.